Event description:
The device was returned for a valve 6 failure. The pump alarmed immediately at startup, preventing an infusion. The device was reverted to manufacturing mode to undergo pneumatic hardware testing. During that testing it was observed the air compressor making abnormal sounds. Closer inspection revealed the air compressor has a torn diaphragm, preventing negative recharge. No additional damage was identified.

Event description:
The following has been reported: biomed reported: pump with a warning when powering on. The form is not fully completed as the nurse that experienced the issue is not on site, so as soon as info is available, form will be submitted. Valve pins and pressure sensor and everything seems ok, not sticking. Cleaned and used alcohol and exercised pins and powered cycled several times and each time the warning occurs. 05/27/2025: biomed engineer provided updated information in email: pump was infusing and when nurse tried to program additional fluid amount the pump gave the pump alarm warning/error. Tried to put in stand by and turn back on and pump gave warning error immediately. Tried fully powering off multiple times and pump comes on and gives pump alarm warning immediately. Biomed reported active infusion stopped, drug used: normal saline. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.